Event description:
It was reported during a routine check performed by customer bio med, the cardiosave intra-aortic balloon pump (iabp) unit alarmed autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found numerous fill errors. To fix the issue, the fse replaced the pcba,exec processor , compressor scroll, safety disk and tidal volume disk. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.